Event description:
Patient reported left side "concern with the product." Additionally healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and missing a piece of shell/patch (75-100%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified broken striated edge on the radius. Based on the device analysis the final assessment was broken striated edge due to surgical damage consistent in the use of some surgical tools, and missing shell/patch due to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "concern with the product." Additionally healthcare professional reported left side rupture. Device has been explanted.